Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, delay in displaying images occurred due to defective programmable array logic (pal) board set, circuit board (ap) and failure in the patient board set. In addition, there is a possibility that dr board's op-amp circuitry was not properly designed, or the video connector was not connected properly, resulting in a failure. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned his olympus evis exera iii video system center because of an unintentional delay in the image. There was no patient harm associated with the device return. During the device evaluation, it was discovered that the unit was not producing an image at all. This report is being submitted to capture the lack of image found during the device evaluation.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was partially confirmed. Two different faulty printed circuit boards were discovered and caused the reported image problem. Additionally, it was noted that the lithium cell battery was over 5 years old, and needs to be replaced. The software was also found outdated and should be upgraded for optimal performance. If additional information becomes available following the device evaluation, a supplemental report will be filed.